Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cables were frayed. The conductor wires were intact and undamaged however the drive cable was frayed. The pitch down cable was frayed at the distal clevis hub. It was observed that the frayed strands stuck out at the wrist. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the frayed cables if to recur could cause or contribute to an adverse event.

Event description:
It was reported that after a da vinci surgical procedure, it was noted that the wires of the fenestrated bipolar forceps instrument were stretching out. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.